Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that either there is an air leak or a bent peg to secure the blade. Malfunction occurred during surgery and there was no injury or medical intervention. There was an hour delay with the patient under anesthesia. No adverse events were reported as a result of this malfunction.